Manufacturer narrative:
Manufacturer¿s investigation conclusion: the relevant sections of the device history records for modular cable lot number 8363982 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 2 of the IFU, ¿system operations¿, explains that if it has been determined that damage has been detected in the modular cable, it should be replaced and provides instructions on how to do so. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had backup battery (ebb) faults. A self test did not fix the issue. The ebb had been replaced prior and there was a system controller change for the same reason in (B)(6) 2023 (MFR # 2916596-2023-07198). The ebb was changed out on both running and back up system controller. A modular cable exchange was needed so the system controller was changed as well. Log files were sent for review, and the log files captured ebb fault alarms beginning at 7:12 pm on (B)(6) 2024.